Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfwf022 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "in the morning, the auxiliary who took care of the patient found a little blood in his diaper. After trying to find where it was coming from, the nurse found blood backing up in the tubing but the dressing was not soiled. The case that protected the needle tubing clamp was soiled. The nurse therefore tried to inject at the level of the needle but it was impossible. This enabled him to see liquid falling, drop by drop, at the level closest to the valve. She pricked the child, and by testing with a syringe of saline, we can clearly see the leak at the end of the needle tubing. The child's needle is clogged. The healthcare team tried injecting urokinase to unclog the device, but it didn't work. A control radio has been done: the results are pending."

Event description:
It was reported that "in the morning, the auxiliary who took care of the patient found a little blood in his diaper. After trying to find where it was coming from, the nurse found blood backing up in the tubing but the dressing was not soiled. The case that protected the needle tubing clamp was soiled. The nurse therefore tried to inject at the level of the needle but it was impossible. This enabled him to see liquid falling, drop by drop, at the level closest to the valve. She pricked the child, and by testing with a syringe of saline, we can clearly see the leak at the end of the needle tubing. The child's needle is clogged. The healthcare team tried injecting urokinase to unclog the device, but it didn't work. A control radio has been done: the results are pending."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and the cause is currently under investigation. The product returned for evaluation was one 20 g x 0.75 in. Safestep infusion set. The returned product sample was evaluated, and the following observations were made: ¿ a tear in the extension tube was seen at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.